Event description:
The customer obtained non-reproducible elevated vitros trop I es results on patients' samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).